Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. As a result the lem board was replaced and calibrated. It was also noted that the power cord door latch tab was broken and the floppy drive outside cover was missing and intermittently not working, as a result the floppy drive was replaced. (B)(4).

Event description:
It was reported that the connector for the electrocardiogram (ECG) cable on the programmer was not working, and that it may be that the cable is faulty as well. Only the programmer was returned for service. No patient complications have been reported as a result of this event.